Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3. Analysis was performed on [product ID: 97745, serial/lot #: (B)(6) ] analysis found that the main board and case front was da maged. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller stopped working and wouldn't power up at all. Patient said the controller usually lasted 4-5 months before it would break, but this one wouldn't turn on at all overnight. Patient said the cord was not bent, no water got on the controller, and the green light was on the power adapter. Patient had tried resetting controller already. Patient plugged controller in to ac power without li battery and reported the controller did not turn on. Patient then tried aa batteries in the controller and the controller still did not power on. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.